Event description:
The customer reported the system would not boot up. The fe confirmed it was an intermittent problem. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.